Event description:
It was reported that the patient underwent a l4-s1 posterolateral instrumented fusion surgery using rhbmp-2/acs on multiple levels, using autograft, osteoset pellets and other instrumentation. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: degenerative disk disease, l4-5 and l5-s1. For which, patient underwent following procedures: posterolateral instrumented fusion l4-5, l5-s1. Local autogenous bone graft harvesting l4-5, l5-s1. Per op notes, surgeon cleaned the soft tissue off the transverse process and prepared a medium rhbmp-2/acs. Surgeon then decorticated the right gutter with a bur, packed the rhbmp-2/acs, followed by local bone, plus osteoset pellets. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.